Event description:
It was reported that there was cosmetic damage to the outer case of the power module.

Manufacturer narrative:
A1-a4 - there was no patient involved.there was no patient involved in this event. The PMA# provided is associated with most recent approval.manufacturer's investigation conclusion: the reported event of damaged housing and communication issues were able to be confirmed. The power module (serial number: ppm-08716) was returned for analysis and was evaluated and tested. The power module was powered on and was able to start up as intended. The power module was connected to a mock loop and was able to operate a pump with no alarms active. The housing was repaired, and the unit was returned to the customer. Multiple good faith effort attempts were made asking if the power module was operating properly, and if the product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation.incidental findings: communication issues with the system monitor which resolved after replacing the main pcb. The device history records were reviewed for the power module (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer.heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.